Event description:
The complainant reported that during insertion of a 14 fr long introducer, the sheath kinked due to a sharp bend in the patient's artery. Sheath insertion was ultimately successful and the impella cp pump was implanted without complication for patient support. There was no patient harm from the kinked introducer.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.¿

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The pump was not returned for investigation. According to the clinical report, the patient¿s left femoral artery (lfa) was tortuous but suitable for insertion. After inserting the long impella sheath, a slight kink near a sharp bend in the artery was noted on fluoroscopy. The physician advanced the impella catheter past the kink with slight resistance and successfully placed it in the preferred location. The cause of the introducer damage issue was most likely patient condition related to diseased/small vessels condition, based on given clinical details. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-25123 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.